Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), (B) (4) (formerly ela medical) is filing this MDR at this time. Conclusion: the absence of telemetry and output of the returned unit resulted from the observed damages sustained to the protective components (including the protective diodes), which induced an over consumption and depletion of the battery. These damages are typical of a medical intervention when the device is subjected to a treatment during which an electric current crosses the body of the pt; in this particular case, an ablation for treatment of atrial fibrillation was realized via a temporary probe. Therefore, it is important to note the following points: this pacemaker model was designed and approved in accordance with applicable requirements ((B) (4): active implantable medical devices, part 2: particular requirements for active implantable medical devices intended to treat bradyarrhythmia (cardiac pacemaker); the observed event after the external shock delivery is a well known adverse event that may occur with an active implantable medical device when it is submitted to a "medical treatment during which an electrical current from an external source passes through the pt's body." The instructions for use included with the device appropriately indicate the risk associated with external defibrillation and provide recommendations for the prevention of such adverse events.

Event description:
Reportedly, the physician treated an auricular fibrillation of the pt with a temporary ablation lead. When he shocked the pt at 50j the arrhythmia did not stop but the pacemaker was still functioning as expected. When he shocked the pt at 100j: the arrythmia was stopped but the pacemaker was not pacing anymore. As the pt was pacemaker-dependent with temporary cardiac arrest, another pacemaker was implanted. The pacemaker involved in this MDR report was returned for analysis.